Manufacturer narrative:
Device is a combination product. Date of event: unknown. Used the first date of the month of the aware date.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left main coronary artery to the left anterior descending artery extending to the bifurcation of the left circumflex artery (lcx). After a synergy drug-eluting stent (des) was successfully implanted in the lcx. The physician tried to implant a 3.50 x 48mm synergy ii des in the lm to lad but it was unsuccessful due to partial inflation of the balloon on the delivery system. The physician tried to remove the entire stent delivery system but failed, as the shaft was broken into two parts. To recover the stent and the distal part of the shaft, coronary artery bypass surgery was performed and the procedure was completed. No further patient complications were reported and the patient's status was stable.